Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable metal pins were bent and cable was not able to charge the pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, usb cable was changed to resolve the issue.